Manufacturer narrative:
Device remains implanted. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in an existing clinical technical summary, atrioventricular conduction disturbances after thv are associated with many patient -related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that preexisting heart block is common in patients undergoing thv or surgical avr and another 4 to 6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use (IFU), heart block is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event and the event is considered to be related to patient/procedural factors. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. Imagery evaluation was performed, and the following was observed; calcified leaflets appeared to be present. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. No lot history, complaint history, manufacturing mitigation review was required as an existing technical summary is applicable to this event. A review of the instructions for use (IFU) was performed, and no IFU/training manual deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure and additional assessment of this adverse event is not required at this time. The complaint for postimplantation structural valve degeneration (svd) calcification was confirmed based on provided imagery. A review of DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification and post implantation svd calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product nonconformance or device malfunction were found in any of the valves returned for these complaints. As reported, with regards to a 26mm sapien 3 valve via transfemoral approach, the valve failed ~4yrs 9m post procedure due to restenosis additionally, per the event description, patient had svd related symptoms including shortness of breath, chest pain, congestive heart failure exacerbation with hospitalization, mean pressure gradient of 57 mmhg, left ventricular fraction if 38%, aortic valve area of 0.7cm2, and moderate aortic regurgitation. Review of provided imagery confirmed presence of calcified leaflets in the bioprosthetic valve. Tissue calcification is a common failure mode of svd, which in this case manifested as stenosis based upon reported patient symptoms. Due to limited information, a definitive root cause was unable to be determined at this time. However, it was likely due to patient condition, so the technical summary is applicable to this complaint event. As an existing technical summary is applicable to this event, no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.